Event description:
It was reported by the customer that when using the bd pyxis¿ medbank mini, patient was not showing on the cabinet. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not showing on the cabinet. The technical support specialist noticed that the system was offline on the local management interface. The tss (technical support specialist) remoted into the station via remote smart service, but the patient was not listed. The tss (technical support specialist) checked med bank myqlink, and the patient's name was not listed there either. The tss (technical support specialist) instructed the customer to reach out to the pharmacy to send the medications immediately, resolving the issue. The system functioned as intended after the technical support specialist verified the device.